Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly after the customer changed their supplies and the pump became unresponsive. The pump was connected to a power source however was unable to be turned on. Customer reported blood glucose level was 146 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to damaged usb pins.